Manufacturer narrative:
(B)(4).

Event description:
Patient has had multiple high shock impedance alerts via home monitoring in the past few weeks. Patient will be brought in and the leads will be tested. Device remains implanted. Update: this device was reprogrammed to shock vector rv to can per his physician. By eliminating the svc coil impedances have been normal since.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.